Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation. And the customer's allegation was confirmed. During the evaluation, it was determined the video connector was damaged and the video connector case had a crack. Additionally, the evaluation revealed the following findings: due to a dent on distal end, water tightness was lost; due to a pinhole on universal cord, water tightness was lost; due to deformation of venting connector of light guide connector, water tightness was lost; adhesive on bending section cover (a-rubber) had a chip; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; video connector was deformed; due to wear of lock engagement lever , bending section could not be fixed firmly; due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ as below: 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video connector was damaged on the endoeye flex deflectable videoscope. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the objective lens adhesive was found to be peeling. This can be attributed to stress of repeated use, external factors, or handling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.